Event description:
Emergency department personnel responded to cardiac arrest patient. 3 shocks delivered with lp12. Patient converted to normal sinus rhythm after this event while still monitoring the patient the screen went blank. Nursing staff retrieved a back up device and continued patient care.